Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a gastrectomy procedure, after firing it was not stapled correctly. It only stapled half around. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned. (B)(4).